Event description:
It was reported that during the ventricular lead revision right atrial lead was noted to have been dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.